Event description:
During baxter's eval of a device, a door not fully latched alarm occurred. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's eval of the device found that the door not fully latched alarm was caused by a loose link screw. The screw was adjusted during eval with the door performing as expected. The screws will be replaced during the repair process.